Event description:
During elective right bilateral tubal cauterization and resection, per physician, pt's right leg jerked when current was applied to instrument. Or staff did not notice pt jerk. Physician saw no evidence of any bowel injury and no bleeding was noted. Pt tolerated procedure well and went to recovery room in satisfactory condition. Cautery cable in good condition but sent to co for evaluation.